Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is being revised due to dislocation. Patient had a dead nerve in his neck which was corrected. Prior to being corrected, this caused the patient to lose function of the muscles around the shoulder. Doi: (B)(6) 2019, dor: (B)(6) 2020, right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.